Event description:
On (B)(6) 2012 PICC line inserted, with the catheter length of 46cm. While nurse flushed the catheter with saline on (B)(6) 2012 she found leaking. Nurse pulled out the catheter one centimeter at a time (while flushing) she found a leak at 45cm, -- 1cm inside the insertion site.

Manufacturer narrative:
The complaint of a subcutaneous leak in the catheter is confirmed. Gross and microscopic exams of the complaint sample revealed a partial break in the catheter tubing. The partial break in the tubing is located at the 45 cm depth marker. During decontamination, the catheter leaked from the 45 cm depth marker. Gross and microscopic exams of the complaint sample revealed a partial break in the catheter tubing. The partial break site is nearly perpendicular to the axis of the tubing. The break site exhibits rounded edges. The tubing surrounding the partial break site is slightly compressed. The catheter may have been placed in an area where torquing and kinking is susceptable. These characteristics of rounded edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. The product instructions for use (IFU) provides written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) of revi0642 showed no other similar product complaint(s) from this lot number.